Manufacturer narrative:
Because the device was not returned to the manufacturer for evaluation, mmdg has been unable to confirm the validity of the complaint or determine its cause. A review of the DHR cannot be performed without specific lot information.

Event description:
Home health nurse reported that after priming the tubing and attaching to the patient; air bubbles begin to form downstream of the filter. Based on existing inventory at provider; lot numbers of devices in question could be either cf1306018 or cf1323417. No injury to a patient was reported. (B)(4).